Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to have no attachments to help anchor it. The lens was fully inserted into the patient¿s left eye, but due to this issue, it was removed during the same procedure. The event resulted in a five-minute delay in the procedure. There were no activities that the patient could not perform prior to the surgery. The patient¿s status following the event has fully recovered, and no unplanned incision enlargement, sutures, or vitrectomy occurred. The directions for use were followed, and no additional medical attention or medication outside of standard care was required. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.